Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was implanted with external pressure regulating shunt due to hydrocephalus. It was stated the patient had been hospitalized for recovery post-operatively. On (B)(6) 2018, the patient presented with high cerebral pressure and a fever. At present, the patient had high cerebral pressure and fever, and was hospitalized. It was requested to have the patient's pressure adjusted.

Manufacturer narrative:
Patient weight provided. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that following the adjustment of the device, the patient¿s fever had been alleviated. The patient was in stable condition.